Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the twist clamp of a peritoneal dialysis (pd) transfer set. This issue was further described as, ¿unscrewed from the dark blue internal part at the time of disconnection from the patient line also customer indicated that the patient holding the celestial part of the miniset and rotating it anticlockwise¿. This issue occurred while disconnector from peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to initial reporter country: italy (previously submitted as spain) a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.